Manufacturer narrative:
This report is being filed to provide additional information in investigation: upon review, no reported donor reactions have been reported on this trima lot number. According to the aabb circular of information for the use of human blood and blood components (revised 2013). Anaphylactic reactions characterized by hypotension, tachycardia, nausea, vomiting and/or diarrhea, abdominal pain, severe dyspnea, pulmonary and/or laryngeal edema, and bronchospasm and/or laryngospasm, are rare but dangerous complications requiring immediate treatment with epinephrine. These reactions have been reported in iga-deficient patients who develop antibodies to iga antibodies the run data file (rdf) was analyzed for this event. There is no evidence or suspicion of device malfunction based on the rundata file analysis. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Investigation is in process. A follow up report will be provided.

Manufacturer narrative:
Investigation is in process. A follow up report will be provided.

Event description:
The customer reported anaphylaxis leading to severe breathing difficulty during single dose platelet (sdp) transfusions on a patient with dengue fever and thrombocytopenia. The clinician at the customer site ordered administration of adrenaline and the patient was intubated. Per the customer, the patient became normal and was extubated after three days of reaction. The disposable set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide updated information in e.1 and h.10, and additional information in h.6 and h.10. Investigation: a disposable history search was performed for this lot. Two additional report of a similar issue from the same customer were found. Those event were reported on MDR 1722028-2020-00352 and 1722028-2020-00351. Updated investigation: according to the aabb circular of information for the use of human blood and blood components (revised 2017). Anaphylactic reactions characterized by hypotension, tachycardia, nausea, vomiting and/or diarrhea, abdominal pain, severe dyspnea, pulmonary and/or laryngeal edema, and bronchospasm and/or laryngospasm, are rare (<10/100,000 transfused units) but dangerous complications requiring immediate treatment with epinephrine. While these reactions have been reported in iga-deficient patients with anti-iga antibodies and patients with haptoglobin deficiency, most reactions are idiosyncratic and not associated with a specific serum protein deficiency, polymorphism, or identifiable cause. Root cause: there is no evidence or suspicion of device malfunction based on the run data file analysis. A definitive root cause could not be determined. Possible causes include but are not limited to: patient's underlying other allergies. Patients with severe iga deficiency may develop antibody to iga and, with repeated transfusion, are at high risk of allergic reaction. Patients with haptoglobin deficiency may develop reactions that are idiosyncratic and not associated with a specific serum protein deficiency, polymorphism, or identifiable cause. Presence of donor and product attributes such as pro-allergic plasma ige or immunogenic proteins in the platelet product.